Manufacturer narrative:
The 2mm x 40mm sub-olive wire with threaded tip is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, the product is distributed within. The sub-olive wire is manufactured with implant grade material. The device history records for all possible lots were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on information provided, the threaded olive wire broke upon removal resulting in the tip being implanted in the patient. The most likely cause cannot be determined due to the device not being returned for evaluation; however it was reported that the device may have been advanced at the wrong angle. This would likely apply additional bending forces to the device. The product is manufactured with implant grade material and the surgical technique includes a statement regarding the proper method for placing a sub-olive wire: "olive wires should be placed distal-dorsal to proximal plantar across the joint." Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2018 the tip of an olive sub-wire broke off and was retained in the patient's bone. The surgery proceeded without delay or further incident. No additional patient outcomes were reported.